Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Reportedly, the customer did not take any action to address bg level, did not have backup therapy available, and declined tandem technical support follow-up to obtain back-up therapy method.